Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it could be observed that the device has notable marks of used. The connector cap is attached to the connector as it should, the connector pins as well as the power cord do not show structural anomalies. To test its functionality, the device was connected to a test fms vue pump, also a test shaver handpiece was wired through the interface cable. When the shaver was activated/powered on, instantaneously the blue indicator light was flashing on the device, however the suction function could not be activated. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection and functional test result, this complaint can be confirmed. A possible root cause can be attributed to wear of device's internal components, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a non-working interface cable, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during an unknown procedure on an unknown date, it was observed that the fms connect interface cable vue device was not working. During in-house engineering evaluation, it was determined that the suction function could not be activated on the device when activated/powered on so be tested on its functionality. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.